Manufacturer narrative:
(B)(4). Investigation summary: level a investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 2nd related complaint for plunger rod difficult to move on lot # 9091562. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 9091562. All inspections were performed per the applicable operations qc specifications. There was one (1) notification [(B)(4)] noted for out of spec breakout and sustaining. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that an unspecified number of bd insulin syringes with the bd ultra-fine¿ needles experienced difficult plunger movement during use. The following information was provided by the initial reporter: material no:328418, batch no: 9091562. Consumer reported plunger rod is difficult to move when she is trying to release the air into the vial and when she is trying to draw insulin. Consumer does not re-use. Date of event: (B)(6) 2020.